Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "tubes are leaking after blood is collected into the tube. ¿

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for damaged tube with the incident lot was observed. It is unclear where the tube was damaged, no cracks were visible in the photograph provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced sample leakage. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "tubes are leaking after blood is collected into the tube.¿